Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was lifted. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.